Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 captures the reportable event of pull wire break.

Event description:
It was reported to boston scientific corporation that a coredx biopsy forceps was used in the airway during a bronchoscopy procedure on an unknown date. During the procedure, one side of biopsy forcep popped off during case. It was unknown how the procedure was completed. There were no reported patient complications as a result of this event.